Event description:
During a procedure the pressure reading on a disposable transducer dropped. Epinepherine was admin to the pt. Upon inspection of the transducer, it was noted that the transducer was cracked, which may have affectedd the pressure reading. The transducer zero balanced and was accurate at the beginning of the case. The hosp stated that the pt is fine after being admin the epinepherine. The used device was disposed of at the hosp as the pt had hepatitis.